Event description:
A pt was being transferred from a chair to a bed using a ceiling lift and a disposable highback lifting sling. As the care givers lifted the pt, the sling tore along the side seam while approx 6 to 8 inches off the chair. The pt fell through the sling, landing back into the chair. No injuries were reported as a result of this incident.